Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) repeatedly alarmed for "possible helium leakage". After the replacement of the intra-aortic balloon (iab), the problem was solved, and it was concluded to be an iab problem. The new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. The returned iabc bladder was fully intact with no abnormalities noted. No alarms were noted during the functional testing. Additionally, the iabc central/outer lumen was noted kinked and can potentially cause the helium loss alarm noted in the event details. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) repeatedly alarmed for "possible helium leakage". After the replacement of the intra-aortic balloon (iab), the problem was solved, and it was concluded to be an iab problem. The new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) repeatedly alarmed for "possible helium leakage". After the replacement of the intra-aortic balloon (iab), the problem was solved, and it was concluded to be an iab problem. The new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.